Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized. The customer's blood glucose was 1000 mg/dl. The customer treated with manual injections in emergency room. The customer also had no delivery alarm on insulin pump. Customer reported alarm did not occur during manual prime. Customer declined to troubleshoot for no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No under delivery anomalies noted. The device was received with cracked reservoir tube lip and minor scratches on lcd window.